Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had 2 groups (a and b). Patient stated one group disappeared and 2nd group was not allowing him to increase or decrease intensity. Pss had patient use the controller. Patient stated this time it worked. Patient was able to see group b. Patient was able to go up and down in intensity. Patient then tried group a and first got no device found screen. Patient then was able to connect with group a and it was at zero. Patient was not able to go up or down. Controller showed "settings not available". Ins was charged at 30%. Stim was on. Patient confirmed no recent falls lately. Settings not available screen started about 6 months ago. Patient reported they were doing okay with just group b but sometimes changing groups help and he would like to have 2 groups. Additional information was reported that the caller said the patient was seen at their pcp clinic and the patient was seen on 2 020-jul-14 and noted that one of their programs isn't working like it was before and needs a referral of some sort. Additional information received from the patient and a manufacturer representative (rep). It was reported that the patient had difficulty because he had 2 programs, but one of the new ones didn't work as it was not giving him enough pain relief (for at least 6 months). A rep saw the patient and there were 3 contacts with over 40k impedances. It was unknown what led to the issue. The device was reprogrammed and the issue was said to be resolved.